Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder scope the vapr coolpulse 90 electrode clogged. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during a shoulder scope the vapr coolpulse 90 electrode clogged. Visual inspections reveals signs of activation but in expected condition and no visual damage found in the shaft and cord. In the case of the suction, it present blood along the tube. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris on and in the active tip. A closer inspection of the suction port in the active tip of the device shows evidence of debris. There are not visible damage to the device shaft, handle, cable or plug. The electrical test was performed, and all the parameters passed. For functional testing vaprvue generator gml 4808/2 was used. As a result, the device activated in both modes with no issues and the test failed during the flow rate. Multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the device, along with a negative pressure, and both conducted while activating the device. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. Supplier summary: the initial customer complaint that the device suction was clogged was confirmed. Flow tests confirmed a restriction of the suction path. Further investigation revealed the blockage to be at the distal end of the device and caused by tissue. Attempts were made to free the blockage but were unsuccessful. From our investigation, we have determined the probable cause of the reported suction blockage to be normal procedural debris (tissue) within the active tip which we were unable to clear during the investigation. We have reviewed our complaints records over the last 12 months to assess the frequency of this defect and our analysis shows that the frequency of this occurrence is as anticipated in risk management 910216. A manufacturing record evaluation was performed for the finished device [u1908011] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.